Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The result from the meter was 4.8 inr. Customer then tested again and received error 5. Error 5 indicates the minimum blood sample volume required for the test was not applied to the strip. Customer tested again and the meter result was 2.9 inr. This test was within 21 minutes of the first test. The customer's therapeutic range is 2.2-2.7 inr.